Event description:
It was reported by a customer on (B)(6) 2011 the fiber cap detached inside of the pt at 130,610 joules. Per the customer, the fiber cap was retrieved with grasping forceps. Additionally, the customer reported the pt did not experience any harm as a result of this incident. The pt did not require any additional treatment as a result of this incident. There were no error messages displayed on the console when this event occurred.